Manufacturer narrative:
This report is submitted on september 7, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced a loss of osseointegration resulting in fixture loss. There are plans to replace the abutment, however, this has not occurred as of the date of this report.